Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 501 mg/dl and a bolus was delivered. Customer had recently consumed a meal and was thought to be the cause of elevated bg. Customer system check was performed with tandem technical support and no device issue was identified. Bg lowered to 470 mg/dl at time of report. Recommendation was made for customer to consult with a healthcare provider.